Manufacturer narrative:
The field service engineer (fse) inspected the module and found the vacuum tube for the rinse mechanism to be damaged. He then replaced this tube. He verified the module's performance by mechanism checks, multiple ion-selective electrode (ise) checks, and a 21-cup precision check with successful results. The customer performed calibration and qc with successful results. The calibration performed on (B)(6) 2022 was within specifications. The qc was within the customer's provided ranges. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was not reported outside of the laboratory. The reporter questioned the result which prompted the rerun of the patient sample. The initial result was 161 mmol/l. The repeat result was 143 mmol/l.  The repeat result was deemed to be correct.  The electrode lot number is z1909. The expiration date was requested but not provided.